Event description:
Customer emailed saalt to explain that after using their cup 3 times, that they noticed physical deformities in their internal vaginal anatomy. They consulted with their doctor, and their doctor said the customer suffered from skin tags and growths developing because the cup was too large for this user's anatomy. Saalt requested additional information about the type of saalt cup the customer was using, their insertion and removal methods, their order number, and the lot number on the packaging of their cup. The customer requested a replacement cup in a smaller size and has not contacted again about any additional abnormalities.